Manufacturer narrative:
The actual device was received for evaluation. Visual inspection and magnification noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing was performed, with no issues noted. The reported condition was verified. The cause of the separation is due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. This issue occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.